Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) plug was deployed into the patient but when the consultant withdrew the sheath to remove the device the mynxgrip plug followed the sheath out of the patient. There was no reported patient injury. Hemostasis was achieved with manual compression for 15 minutes. The puncture site was verified by ultrasound. A CT angiogram as a reference. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The white advancer tube came back with the plug, it remained in the sheath. The patient's hospitalization was not extended as a result of the event. No hematoma seen on ultrasound. No subsequent bleed. The patient has now been discharged and is doing well. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was stuck to the catheter approximately 92 mm from the balloon proximal neck. The procedural sheath was pull back to the shuttle handle. The advancer tube was found inside the shuttle cartridge. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Shuttle movement was checked and no resistance was felt. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1907705 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced could not be determined during analysis of the returned device. Based on the information available for review and the product analysis, procedural/handling factors, such as an incomplete engagement of the advancer tube, possibly contributed to the issue with the sealant reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1907705) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) plug was deployed into the patient but when the consultant withdrew the sheath to remove the device the mynxgrip plug followed the sheath out of the patient. There was no reported patient injury. Hemostasis was achieved with manual compression for 10 minutes. The puncture site was verified by ultrasound. A CT angiogram as a reference. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The white advancer tube came back with the plug, it remained in the sheath. The patient's hospitalization was not extended as a result of the event. Manual compression applied for 15-minutes. No hematoma seen on ultrasound. No subsequent bleed. The patient has now been discharged and is doing well. The device will be returned for analysis.